Event description:
The complaint received (from the united states) was regarding a patients and operators reported 'shocking', pain and tingling like electricity. No serious harm was reported.

Manufacturer narrative:
This report is being presented to you to err on the side of caution as the perception of 'sense of shocking and electricity' is an individual/personal observation. Without the investigation currently completed, it cannot be said whether this observation might/might not lead to serious injury. There was an inspection of the device taken and there was slight surface damage on the side of the coil but no cracks or any structural damage. The safety tests undertaken were - dielectric strength - 13.1kv coil assembly (pass)- 13.1 kv coil adaptor assembly (pass)- 3kv between hv & lv (pass) inductance - 13.1 h (pass). After the magstim engineer established that the coil was safe, the coil was fired with the system and worked correctly. The coil has the correct magnetic peak field reading (initial finding, further testing to confirm). They also compared magnetic pulse feel between an asset coil and there was no noticeable difference. Then they opened the coil to inspect internally, and the coil has been built correctly. The dumb tray is made from the previous revision material and there were some faint micro-fracturing in the plastic tray. The coil head was then tested at 13.1kv without the cases and passed. From testing of the coil separate and as part of the original rapid² therapy system there were no signs of any possible cause for the shocking of a patient or that they had any contact with voltage from the device.

Manufacturer narrative:
This report is being presented to you to err on the side of caution as the perception of 'sense of shocking and electricity' is an individual/personal observation. Without the investigation currently completed, it cannot be said whether this observation might/might not lead to serious injury. The device has been requested to be returned from the customer to magstim for investigation. The magstim company ltd. Is, as per your request, currently in the process of setting up a webtrader account for magstim inc. USA. During this transition time, please accept this submission as of the magstim company ltd. And magstim inc. USA both. Exemption number e2018009. The magstim company limited (registration number cfn 8021774) is submitting this report on behalf of magstim inc. (Registration number fei (B)(4)).

Event description:
It was reported that the system displayed errors (e70 and e71). In addition to this, patients and operators reported 'shocking', pain and tingling like electricity. No serious harm was reported.